Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced two ventricular events. For these two events, the ICD delivered nine rounds of anti-tachycardia pacing (atp) and 12 shocks; however, the arrhythmia was not converted and the ICD reached therapy exhaustion. Technical services (ts) was contacted and recommended possible reprogramming options. Additional information received detailed this patient had an ablation done to help with the irregular rhythms. This ICD remains in service. No adverse patient effects were reported.